Event description:
It was reported that there was a stored treated episode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system where one electric shock was delivered. Technical services (ts) analyzed device episode data and found that the shock was due to oversensing of muscular noise and t-waves. Ts suggested a treadmill test for troubleshooting. It was noted that this episode occurred while in the alternate vector. Subsequently, the system has been reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this electrode remains in service.